Event description:
Had to have lumbar surgery at s1 and l5. There were bone and screws installed. Since surgery pt has been in pain and unable to work. Have had their right leg go completely numb on them and lose control of the leg, shooting pain, tingling, etc.

Event description:
Add'l info rec'd from MFR 2/6/04: a review of records found that this event has already been reported by FDA to depuy spine per medwatch #102659. Depuy spine submitted report, number 1526439-2004-00006 to FDA on 2/4/04. It appears that the complainant has reported the incident on more than one occasion. As the event has been reported to FDA no further action is required. Report 1030067 provided no add'l info and a follow-up report is not required at this time.